Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted to the emergency department (ed) for arrhythmia. The patient had symptoms of decompensated systolic heart failure, non-oliguric kidney injury, hyperbilirubinemia, and an episode of nausea and vomiting on (B)(6) 2022. This was thought to be due to fluid volume congestion or due to taking mexiletine. The patient was discharged home on (B)(6) 2022.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient had a reoccurrence of ventricular tachycardia (vt). The patient was asymptomatic except for their automatic implantable cardioverter defibrillator (aicd) showing that vt had occurred. The patient was admitted to the emergency department (ed) where they were treated with intravenous (IV) anti-arrhythmic medications. The patient underwent successful cardioversion with (B)(4) direct current cardioversion (dccv). Additional information revealed that the patient had symptoms of decompensated systolic heart failure, including non-oliguric kidney injury, hyperbilirubinemia, and an episode of nausea and vomiting on (B)(6) 2022 that was thought to be due to fluid volume congestion or due to taking an anti-arrhythmic medication. The patient was discharged home on (B)(6) 2022. The patient ultimately underwent a transplant on (B)(6) 2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.